Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient had poor coupling with recharging. The patient reported that their ins recharger (insr) is showing the cannot locate device screen since (B)(6) 2017. The patient turned the stimulation off the night before the report so they could recharge. The patient then could not get the programmer to connect again to turn stimulation back on. The patient stated they have been in pain since (B)(6) 2017 because they cannot get the ins to charge. The patient stated they have had stimulation off and on since (B)(6) 2017 and the same with the last time they were able to successfully charge the device. The patient reported they had all 8 boxes shaded after performing antenna locate but then lost connection again. Troubleshooting did not resolve the issue. A replacement antenna was sent. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer reporting that the replacement recharger antenna resolved the poor coupling with recharger, pain and not being able to connect to the programmer. It was stated that the reason why the patient were not being able to connect to the programmer was due to patient having the device for several years. Patient mentioned that they weighed (B)(6) lbs since their first neurotransmitter and patient relocated and changed their diet, resulting loss of about 25 lbs since (B)(6) 2016.